Event description:
It was reported that high lead impedance was observed on the patient's vns system. The lead was subsequently replaced. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event or problem; corrected data; initial MDR inadvertently omitted information that was known prior to submission

Event description:
The explanted device will not be received as the explanting facility does not return devices. No additional or relevant information has been received to date.